Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not logging data despite being in use. Tandem technical support reviewed the pump history and was unable to observe pump history for bolus, basal and blood glucose (bg) entries from (B)(6) 2017. Bg level was 150 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.